Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided, and it was reviewed. One maxcore biopsy device was shown in the photo, in which the upper part of the device was shown. Also, it was noted that the device was half-primed; the sample notch exposed. Based on the photo review, the reported failure cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire and difficult to remove as no objective evidence was provided for review. A definitive root cause for the reported failure to fire and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a biopsy procedure, the device was allegedly unable to retract the needle. It was further reported that after multiple times the needle was retracted but then when the green button was pressed to release the needle, only half of the needle reappeared. Reportedly, the needle was needed to be removed using slight force and due to this, more pressure was applied to the area during after care to minimise any bruising and also advised the patient to take regular paracetamol. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device was allegedly unable to retract the needle. It was further reported that after multiple times the needle was retracted but then when the green button was pressed to release the needle, only half of the needle reappeared. Reportedly, the needle was needed to be removed using slight force and due to this, more pressure was applied to the area during after care to minimise any bruising and also advised the patient to take regular paracetamol. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.